Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation papers allege pain and discomfort in her left hip. Additionally it is alleged that it became increasingly painful for him to walk, to move his legs and to rise from a seated position.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.